Event description:
The pump had alarms messages on display. It was stated that the pump had a low battery alarm about a month ago and continued giving these alarms. Customer is very sick. Troubleshooting was performed. Pump tested ok. Device was not dropped, bumped, or exposed to moisture.